Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es tower door was not opening. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was not open. A field service engineer removed oxidation from the latch and applied grease as part of the service. The system functioned as intended after the field service engineer repaired the device. Initial reporter facility: (B)(6).